Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni event description: [hospital] this is a complaint from the market. Report from the sales rep via email; the clip stopped loading halfway through (about the 4th or 5th shot). No patient injury or illness associated with this event. Replaced to a hospital inventory new ca500 and the procedure was completed. The investigation report has been requested by the hospital. This unit will be returned. Amj always sells medical devices to sales dealers, then the dealer sells them to hospitals. Per amj operation team, the device was purchased through a sales dealer. The lot trace was performed using account ID (B)(6) [company name]. Intervention: replaced to a hospital inventory new ca500 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Event description:
Procedure performed: ni. Event description: [hospital]. This is a complaint from the market. Report from the sales rep via email; the clip stopped loading halfway through (about the 4th or 5th shot). No patient injury or illness associated with this event. Replaced to a hospital inventory new ca500 and the procedure was completed. The investigation report has been requested by the hospital. This unit will be returned. Additional information received on 04sep2024 via email: lot number : 1500962. However, the lot trace was not indicate the lot number. Please confirm the actual returned unit lot number just in case. Intervention: replaced to a hospital inventory new ca500 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed that experience of no clip loading. Based on the condition of the returned unit, it is likely that the reported event was caused by loading a clip before passing the clip applier through a trocar. The instructions for use (IFU) states: " do not pre-load a clip into the jaw prior to device insertion through a trocar. Doing so may result in damage to the device upon insertion. If device is pre-loaded, fully compress the trigger against the handle and release to reset the device." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.